Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high defibrillation impedance. The rv lead was reprogrammed and the patient was in stable condition.